Event description:
Customer reported receiving an error message and additional icons on her locked freestyle flash meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found unit of measurement to be selectable. Customers and retailers have been informed through the adc fa16may2006 letter.